Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll territory mgr (tm) contacted zoll customer support to report that a (B)(6) year old female pt may have been treated. The tm reported that the pt's belt was gelled, but the pt was unable to send data to confirm a treatment. A pt svc rep followed-up with the pt on (B)(6) 2014 indicating the pt was standing up, adjusting his belt, and attempting to press the response buttons prior to being treated. Download of the pt's data indicates the pt was treated. Review of the pt's downloaded data and ECG strips indicates the lifevest (lv) detected an arrhythmia at 17:53:23 on (B)(6) 2014. Review of the pt's ECG strips show bradycardia. The lv delivered a treatment in response to bradycardia at 17:54:26. The post-shock rhythm was bradycardia. Multiple counting contributed to the false detection. The response buttons were pressed intermittently prior to the treatment, however they were not pressed immediately prior to the delivery of the defibrillation treatment. The pt remains in the lv.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt did not seek medical attention following the event and continues to wear the lifevest. Device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. As rec'd, the monitor and electrode belt were functional and able to detect and treat a pt. Device mfg date: monitor sn (B)(4) - 09/2013 (reuse); electrode belt sn (B)(4) - 03/2013 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).